Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was unable to be interrogated and declared safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was unable to be interrogated and declared safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.additional information was received that the patient had presented to emergency room with dizziness when standing, presyncope and hiccups in her chest which was suspected to be muscle stimulation. The patient was then transferred to the facility where the device was replaced due to unable to be interrogated and safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was unable to be interrogated and declared safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the patient had presented to emergency room with dizziness when standing, presyncope and hiccups in her chest which was suspected to be muscle stimulation. The patient was then transferred to the facility where the device was replaced due to unable to be interrogated and safety mode. No additional adverse patient effects were reported.